Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. It was reported that the final angiogram revealed a type 1b endoleak from the endurant ii-limb contra 16x20x124 stent graft that was implanted into the left common iliac artery. Implanted a 24x24x82 limb extension and the type ib endoleak improved, however the endoleak persisted. The physician determined that there was also a type ia endoleak. The physician modeled the proximal aortic neck with a balloon again but the proximal type ia endoleak was still present. It was reported that the bifurcated stent graft was implanted 1 cm (below the renal artery or lower than intended) therefore there was room to implant a endurant 28x28x49 aortic cuff. The type ia endoleak was significantly improved but there was still a persistent late small type ia endoleak. The physician modeled the endurant 16x24x124 ipsi-lateral extension limb on the right side with a balloon. There were still endoleaks present however, the physician decided that it was best for the patient do nothing further and follow up with a CT scan in approximately one month. Per the physician, the mostly causes of the events were related to the patient¿s anatomy; tortuosity of the aortic neck and iliac arteries. No additional clinical sequelae were reported and the patient will be monitored by the physician. On october 12, 2017 additional information was received for this case: it was noted that the bifurcated stent graft was implanted 1 cm below the left renal artery therefore there was room to implant an endurant 28x28x49 aortic cuff¿. Before the case began, the physician did not feel it was necessary to land the stent graft exactly at the left renal because the proximal neck was long about 30 mm. The exact date for the follow-up CT was not set as of (B)(6) 2017.

Manufacturer narrative:
Films review summary: the cause of the distal type I and proximal type I endoleaks could not be determined from the pre-implant films provided. Images during implant were not available, and the films during the reported events could not be assessed. The proximal neck was moderately angulated, conical-shaped, with thrombus which may have contributed to the type ia endoleak. It is unclear if implanting 1cm below the renals may have led to the endoleak, since the neck was long (4cm). The distal 3.5cm¿s of the left common iliac artery was aneurysmal (16 ¿ 18mm diameter), and the iliacs were extensively calcified, which may have contributed to the reported distal type I seen within the lcia after implant. If information is provided in the future, a supplemental report will be issued.